Event description:
Patient had a bilateral breast reduction with liposuction of the posterior thorax, bilateral axilla, and upper abdomen. Patient complained of right upper thigh numbness that has not subsided.======================manufacturer response for sequential compression device (scd), kendall scd 700 series controller (per site reporter).======================no response at the time of writing this report.